Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection and hematoma. The patient required antibiotic treatment. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.